Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 16-apr-2024. The infustion set was in use for 2-3 days. The leak was at qr. No further information available.